Event description:
Customer reported experiencing a past low blood glucose event, although the exact lowest level was not specified as it displayed "low." Cause was not known. To address this, customer consumed carbohydrates. Customer was advised by technical support to consult a healthcare professional to discuss potential factors affecting their blood glucose levels.